Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage from the connection. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after catheter placement, the hcp connected the iagbc to the IV line; the hcp checked the fluid dripping into the IV line and then observed leakage from the connection.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage from the connection. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after catheter placement, the hcp connected the iagbc to the IV line; the hcp checked the fluid dripping into the IV line and then observed leakage from the connection.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22gx1.00in insyte autoguard device from lot number 2284604. In addition, six photographs were submitted which display similarities to that of the returned unit. Microscopic inspection of the adapter connection did not display any damage. The unit was then tested for leakage where a leak was observed near the tip of the catheter but not at the luer end of the adapter. Further evaluation showed damage identical to when the needle pierces the catheter wall. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment.